Manufacturer narrative:
Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
Customer obtained unexpected negative results when performing the antibody screening assay on galileo echo (B)(4).